Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation: bladder'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, lower abdominal pain, dysfunctional uterine bleeding, ankle sprain, flank pain, back pain, acute cholecystitis and cholelithiasis. Essure confirmation test(s)- 2010 results: total bilateral occlusion on 2010. Concurrent conditions included adnexal mass, varicosity and pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: mood swings"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("adomen pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, fallopian tube perforation, pelvic inflammatory disease, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, fungal infection, depression, anxiety, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, abdominal distension and alopecia outcome was unknown and the abdominal pain and pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, bladder perforation, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, heavy menstrual bleeding, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right tubal ostia had 6 coils. The left tubal ostia had 1 coils. Discrepancy noted in date of insertion (B)(6) 2010. As per mr, discrepancy noted in date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Imaging procedure - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation: bladder'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Essure confirmation test(s)- 2010 results: total bilateral occlusion on 2010. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: mood swings"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, fallopian tube perforation, pelvic inflammatory disease, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, depression, anxiety, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, abdominal distension and alopecia outcome was unknown and the abdominal pain and pelvic pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, bladder perforation, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right tubal ostia had 6 coils. The left tubal ostia had 1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received. Reporter and patient demographics were added. Medical history added. Updated suspect drug indication. Event injury nos replaced with perforation (fallopian tube(s), perforation: bladder, hormonal changes: mood swings, vaginal bleeding, menorrhagia, urinary tract infection, yeast infection, depression, anxiety, migraines, headaches, pelvic inflammatory disease, memory loss, dysmenorrhea, dyspareunia, weight gain, bloating, hair loss, abdomen pain and pelvic pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.